Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-15276. It was reported that the pacemaker was re-implanted after threatened erosion. During the procedure, it was discovered that the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2020. Additional details, such as patient condition, were not provided.